Manufacturer narrative:
E1 initial reporter phone: (B)(6). H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump gave error message "cassette not connected properly, inset cassette again." It was found to have a downstream occlusion (dso) seal that was coming off and the dso sensor was not working. The cause of the customer reported problem was fluid ingression. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor.

Event description:
It was reported that the pump gave the error message, "cassette not connected properly. Insert cassette again." There was patient involvement, but there was no patient harm.